Event description:
The pump was returned for investigation. Investigation revealed contamination underneath the keypad. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the keypad. The down button had an intermittent response while the up, ok, & contrast buttons responded properly. Removing the keypad revealed contamination under the ok, down, & contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).